Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure on (B)(6) 2011. According to the complaint, during the procedure when the jagwire was withdrawn, the tip detached and fell into the biliary tract. The tip was recovered by using a syringe to suck the tip into a hollow catheter and was removed from the patient with no patient complications. The procedure was then finished with another jagwire guidewire. The patient's condition has been described as stable.

Manufacturer narrative:
(B)(4) for the reported event of tip detachment. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.